Event description:
The customer reported that following a stent procedure in 2004, a vasoseal elite was deployed without difficulty. Following deployment, the groin site was unremarkable and no hematoma was present. The pt was transported to the recovery area. Approximately 30 minutes post deployment, the pt complained of pain superior to the puncture site and a hematoma was palpable medial to the puncture site. Manual pressure was applied to the site. The hematoma was not visibly increasing in size, but the pt continued to complain of severe pain superior to the site. The pt was sent for a CT scan of the pelvic area for a suspected retroperitoneal bleed. The CT scan confirmed a large retroperitoneal hematoma in the right pelvic/suprapubic region. The pt was admitted for observation. The next day the pt was treated with fluids and pain management. No blood transfusion was required. The pt was to be discharged on the following day. No further complications were reported.